Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2007 for ankle pain. It was reported that the pt allowed her ipg to deplete after no longer needing to utilize the stimulation. She recently attempted to recharge the device for the purpose of covering a new pain area, but was unable to communicate with the ipg via her charging system. Efforts to recharge the pt's ipg with a new charging system also proved unsuccessful. Follow-up on this matter found that no communication can be established between the pt's ipg and two programmers. There are no plans for surgical intervention at this time.